Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed by hospital.

Event description:
The patient was undergoing an embolism procedure using a ruby coil. During the procedure, the physician attempted to push the ruby coil through a catheter; however, it was difficult to advance the coil through the catheter. During the resheathing and cleaning of the coil system, the coil was detached unexpectedly.